Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification but not reproduced during evaluation. The customer reported constant air in line alarm. A review of the event history log identified constant air in line alarms. The cause was determined that ultrasonic readings were out of specification. The ultrasonic sensor requires calibration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.